Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported by the customer on (B)(6) 2023 at 00:08, the pump module had free flowed and did not alarm. A routine order of precedex was programmed to infuse at 0.2 mcg/kg/hr at a rate of 2.6 ml/hr with a concentration of "400 mcg." It was mentioned that there was also an epinephrine drip running at 0.03 mcg/kg/min. Bd learned additional information from the customer: "at time of incident, 9/12 at 0008, precedex drip was started at 0.2mcg/kg/hr, pump was programmed to run 2.6ml/hr. Dose was adjusted multiple times the first 30mins of infusion because patient was noted to have pauses on cardiac monitor, intermittent increases in blood pressure, and drowsiness. Further investigation and troubleshooting by primary rn revealed that precedex drip was intermittently running at a fast rate (bolus rate), more than what it was programmed to run. The fast rate also resulted to epinephrine drip being bolused because both drips were connected via manifold. We [ICU management team] were able to recreate the pump error and captured it on video. The pump was programmed to run at 10ml/hr but was actually running at a bolus rate intermittently." Overview of findings from biomed investigation of equipment: "biomed received the channel in question and performed an evaluation of performance which included: a visual inspection, down loading of log files (error and event) and a simulation of the flow settings (rate?1.3 and vtbi?5) to re-create the clinical conditions reported by the clinical team. Biomed observed intermittent free flow that correlated to the air in line (ail) sensor assembly (gear visible behind platen with covers removed). The drip would increase for roughly 5 seconds (at a very rapid pace) then slow back down to what it was supposed be. The intermittent flow happens once per cycle (full rotation of the gear). The unit did not detect the intermittent free run condition and did not alarm. Confirmed that the rate of drug infusion was faster than programmed settings. The error and event logs did not show any errors. There was no visible mechanical failure of the bezel or frame." It was later provided by the customer that, "beyond close clinical monitoring of the patient, no additional medications/procedures/etc. Were deemed necessary to address the patient¿s condition in response to this event. Patient returned to her baseline status by 0600 the next morning." Received a copy of the customer's medwatch report from FDA which states, ¿registered nurse began an infusion of dexmedetomidine at 0.2 mcg/kg/hr as ordered for agitation. 10 minutes after the start of the infusion, the rn observed increased somnolence and increased blood pressure. The infusion was decreased to 0.1 mcg/kg/hr and the rn notified the provider. 30 minutes following the start of the infusion, the rn observed that the dexmedetomidine IV infusion bag was nearly empty which was not consistent with the rate at which the IV pump had been programed. Upon assessment, the patient was found to be unresponsive to pain indicating a level of sedation past the therapeutic goal, and the provider was called to the bedside. The patient's level of consciousness improved after dexmedetomidine was discontinued. The IV pump was taken out of service and the rn and unit staff were able to take a video of the infusion pump intermittently infusing at a fast or bolus rate despite being programed for a slower rate. The pump was then sequestered with biomedical engineering where a calibration verification for the alaris module shc17714 found channel infusion rate and volume to be within the standard and that no event was recorded within the internal error log at the time that the malfunction occurred."

Event description:
It was reported by the customer on 12sep2023 at 00:08, the pump module had free flowed and did not alarm. A routine order of precedex was programmed to infuse at 0.2 mcg/kg/hr at a rate of 2.6 ml/hr with a concentration of "400 mcg." It was mentioned that there was also an epinephrine drip running at 0.03 mcg/kg/min. Bd learned additional information from the customer: "at time of incident, 9/12 at 0008, precedex drip was started at 0.2mcg/kg/hr, pump was programmed to run 2.6ml/hr. Dose was adjusted multiple times the first 30mins of infusion because patient was noted to have pauses on cardiac monitor, intermittent increases in blood pressure, and drowsiness. Further investigation and troubleshooting by primary rn revealed that precedex drip was intermittently running at a fast rate (bolus rate), more than what it was programmed to run. The fast rate also resulted to epinephrine drip being bolused because both drips were connected via manifold. We [ICU management team] were able to recreate the pump error and captured it on video. The pump was programmed to run at 10ml/hr but was actually running at a bolus rate intermittently." Overview of findings from biomed investigation of equipment: "biomed received the channel in question and performed an evaluation of performance which included: a visual inspection, down loading of log files (error and event) and a simulation of the flow settings (rate?1.3 and vtbi?5) to re-create the clinical conditions reported by the clinical team. Biomed observed intermittent free flow that correlated to the air in line (ail) sensor assembly (gear visible behind platen with covers removed). The drip would increase for roughly 5 seconds (at a very rapid pace) then slow back down to what it was supposed be. The intermittent flow happens once per cycle (full rotation of the gear). The unit did not detect the intermittent free run condition and did not alarm. Confirmed that the rate of drug infusion was faster than programmed settings. The error and event logs did not show any errors. There was no visible mechanical failure of the bezel or frame." It was later provided by the customer that, "beyond close clinical monitoring of the patient, no additional medications/procedures/etc. Were deemed necessary to address the patient¿s condition in response to this event. Patient returned to her baseline status by 0600 the next morning." Received a copy of the customer's medwatch report from FDA which states, ¿registered nurse began an infusion of dexmedetomidine at 0.2 mcg/kg/hr as ordered for agitation. 10 minutes after the start of the infusion, the rn observed increased somnolence and increased blood pressure. The infusion was decreased to 0.1 mcg/kg/hr and the rn notified the provider. 30 minutes following the start of the infusion, the rn observed that the dexmedetomidine IV infusion bag was nearly empty which was not consistent with the rate at which the IV pump had been programed. Upon assessment, the patient was found to be unresponsive to pain indicating a level of sedation past the therapeutic goal, and the provider was called to the bedside. The patient's level of consciousness improved after dexmedetomidine was discontinued. The IV pump was taken out of service and the rn and unit staff were able to take a video of the infusion pump intermittently infusing at a fast or bolus rate despite being programed for a slower rate. The pump was then sequestered with biomedical engineering where a calibration verification for the alaris module shc17714 found channel infusion rate and volume to be within the standard and that no event was recorded within the internal error log at the time that the malfunction occurred."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.